Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bariatric surgery. According to the reporter: during a bariatric surgery due to the absence of stapling after cutting on the gastric section at the antral level there were serious clinical consequences to the pt according to our medical personnel.